Manufacturer narrative:
(B)(4).

Event description:
Dexcom made aware on (B)(4) 2017, that on (B)(6) 2017, via social media, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The patient stated that their cgm can be off by 20-60 mg/dl and more. It was indicated that the cgm was displaying 84 mg/dl and within 15 minutes, they started feeling really bad. They checked their blood glucose (bg) and their actual level was 45 mg/dl. They also experienced the cgm showing 122 mg/dl and their actual bg was 196 mg/dl. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.